Event description:
The customer stated that he tested his blood glucose using his new contour meter and received a reading of 30 mg/dl. He retested a few minutes later using his other contour and received a reading of 256 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer used the last of the test strips, so no product will be returned for evaluation.